Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Event date of customer reported event is not known. The devices used in conjunction with the device at the time of the event are not available.

Event description:
Addendum dec 1, 2022: when the customer reported event occurred is not known, but there is no patient involvement. It is not known if the device was inspected prior to issue being noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was no image yielded by the device. The screen was black, and the image could not be restored. The video connector has a crack, and the video cable has an air leak. Other observation for the device is distal end rubber coating (a-rubber) adhesive is chipping; video connector has a crack. The user¿s complaint of defective video was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a defective video issue. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that there was no image yielded by the device. The screen was black, and the image could not be restored. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.